Event description:
On (B)(4) 2013, cormatrix cardiovascular received details of an event involving the removal of a tricuspid valve fabricated from cormatrix ecm for pericardial closure. Details of the event are provided below. On (B)(6) 2013, a (B)(6) male pt underwent a tricuspid valve replacement due to endocarditis from active IV drug use. The surgeon fabricated the tricuspid valve from cormatrix material. On (B)(6) 2013, a follow-up echocardiogram was performed and found mild tricuspid regurgitation with acute bacterial endocarditis. On (B)(6) 2013, the tricuspid valve fabricated from cormatrix material. Upon removal, the original valve was found to have intact septal and posterior papillaries. The anterior was not intact. Explanted tissue tested positive for gram negative bacterial. The pt was reported as doing well.

Manufacturer narrative:
The explanted tricuspid valve was submitted to cormatrix for evaluation and received on (B)(4) 2013. Tissue histology testing is currently in process. A supplemental report will be submitted when results become available. The use of the cormatrix ecm for pericardial closure to fabricate a tricuspid valve is not an FDA cleared indication. This is an off-label use of the cormatrix ecm for pericardial closure, which is indicated for the reconstruction and repair of the pericardium.